Event description:
Customer's mother reported a compromised force sensor system alarm on her daughter's insulin pump. The daughter's blood glucose was 136 mg/dl. The mother stated the insulin was squirting out during a manual prime. The mother also stated the drive support cap of the insulin pump was protruded. The mother stated the cap was not pressed while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).